Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was [elective replacement indicator (eri)], with a battery voltage of 2.269 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Manufacturer narrative:
A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this device reached elective replacement time. A clinician was unable to program the beep tone off and received a message that the program was not allowed to due to the programmer interaction. This issue was resolved and the clinician was able to program the tones off. One month later, the device was explanted for normal battery depletion and was returned for analysis. Initial analysis testing performed by our post market quality assurance laboratory determined that the device may have had an excess current drain. Additional analysis was performed.